Event description:
Philips received a complaint on heartstart xl indicating that there is no output of external paddles in manual mode. Device was in clinical use for cardiac arrest resuscitation at the time of event. Customer noticed that there was no physical indication during the defibrillation, therefore stopped using it immediately and used another device. There was no harm or injury reported to philips, patient was successful resuscitated. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by market submitter with an investigation documented by philips complaint handling. The clinical assessment findings remain unable to determine as there are no patient event files (pef) mic data log files for review. Analysis was performed by customer only and we were unable to obtain the details of the analysis. The result of the analysis was the external paddle malfunction. Based on the information provided by customer, it was determined that the product has malfunctioned, and the cause of the reported problem was the defective external paddle. The issue was resolved by replacing the external paddles and the product is back in service.

Event description:
It was reported the doctor found that the device electrode plate did not output during normal operation and stopped using it in a timely manner. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.